Event description:
The international distributor reported the ventilator would not power up and was sounding an alarm. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. The distributor's service engineer tested the ventilator and reported finding no voltage output from the power supply due to a blown fuse. The service engineer reported the power supply snubber pcb had evidence of overheating which appeared to have damaged the power supply. The service engineer replaced the power supply to correct the findings. The power supply was requested to be returned to the manufacturer for failure analysis and testing.